Event description:
On (B)(6) 2012, the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the patient's one touch vita enhanced meter was giving inaccurately high readings. On (B)(6) 2012 the technical support representative (tsr) contacted the reporter to obtain and verify information; however the reporter refused to speak with the tsr. The (B)(4) specialist classified the complaint based on the information originally provided to customer service. On approximately (B)(6) 2012 the patient obtained a blood glucose reading that she claimed was inaccurately high; the specific meter reading was not provided. Based on this reading, the patient took an unspecified dose of insulin. Forty-five minutes afterwards, the patient experienced the symptoms of weakness, dizziness and rapid heartbeat. It would have been helpful to determine the allegedly inaccurate reading, the patient's expected readings, if the patient experienced any symptoms at that time, what type and dose of insulin was taken, if the patient received any treatment for her symptoms, if the patient received any medical attention, the patient's insulin regimen, and the patient's blood glucose readings and status prior to this event. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an allegedly inaccurately high meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(6) 2012:the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings:the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). Brand name has been corrected to "one touch vita meter." This was incorrectly reported as "one touch vita enhanced meter" on the initial 3500a MDR. Meter serial #: (B)(4).